Event description:
The customer reported that less than 3 ml of blue fluid leaked from the coulter lh 500 hematology analyzer and onto the countertop. The leak was a slow leak inside the right side door. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated for this event.

Manufacturer narrative:
The field service engineer (fse) observed cleaner leaking from tubing with a pinhole in it through pinch valve (pv37). He replaced the tubing through pv37 to resolve the issue. Fse then performed verification of instrument to meet the specified requirements per established procedures. (B)(4).